Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated two times at 6 to 8 atm accordingly. However, upon second inflation, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.